Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing and "service required" codes were found in the ventilator's downloaded error log. The device had evidence of contamination. The device's oxygen blender flow element was replaced to address the issue.